Event description:
Reportedly, after six months of use and flowing dfu for sterilization the customer reports these devices to have cracks and pieces missing.

Manufacturer narrative:
Device not returned.